Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. The device received preventative maintenance at baxter puerto rico. This evaluation included a visual assessment as well as functional testing. The device failed preventative maintenance testing due to a system error 322. Service evaluation at baxter medina could not reproduce the system error 322 but verified the symptom through a review of the event history log. Evaluation determined the cause was a failed input/output printed circuit board (I/o pcb). The cause was identified to be a failed I/o pcb which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.